Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, during valve deployment, the balloon ruptured. An alternate esheath+ and delivery system were used to complete the procedure successfully. Images were taken to make sure the valve was fully deployed and positioned properly. The physician then worked on balloon removal. There was withdrawal difficulty as they could not remove the balloon through the esheath+. The physician cut the delivery system and removed the balloon and wire from the left side access by snaring it. The patient was in stable condition following successful implant.

Manufacturer narrative:
A supplemental MDR is being submitted for the completion of the investigation. The following sections have been added: b4, g3, g6, h2, h6, h11. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was evaluated, and the following were observed: the balloon burst both radially and longitudinally. Guidewire lumen cut off from delivery system. Calcification was present in the landing zone. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The complaint for balloon burst was confirmed based on the imagery review. Patient factors (calcification) likely contributed to the event as the customer reported 'the perceived root cause of the balloon burst was calcium'. Additionally, the 3mensio confirmed the presence of calcification in the landing zone. Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint for difficulty or inability to withdraw system through sheath was confirmed based on the imagery review. Procedural factors (withdrawal of burst balloon) likely contributed to the event. The altered profile of the burst balloon could have made it more susceptible to catching on the distal end of sheath tip, leadingto the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.